Manufacturer narrative:
Site reported that the light adjustable lens in the patient's right eye was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Another light adjustable lens was implanted during the exchange.device history record for the lens was reviewed. No issues were noted.the explanted lens was returned and received in multiple fragments. The lens fragments were visually inspected and the optical quality was assessed. No issues were noted.

Event description:
Site reported that the light adjustable lens in the patient's right eye was explanted as the desired refractive outcome was not achieved after light adjustment treatments. Another light adjustable lens was implanted.